Event description:
The incident involved a plum 360 infusion pump. The customer reported that there was a spark and fire broke out while operating with power cord into ac (mains) power. Customer planned to bring in a third party specialized to check the electricity problems regarding power supply problems that appear recently in their hospital. There might be problems related to electricity, especially since there are some departments whose electricity was converted from 110 volts to 220 volts. The service engineer confirmed that the device in question is a 110v pump. There was no patient involvement or patient harm.

Manufacturer narrative:
During evaluation, the pump failed at self-test due to no power led charging. While disassembling the device and extracting the power supply pwa, service found liquid on the power supply printed wire assembly (pwa). There was no observation of spark or fire. Service replaced the power supply pwa. Power led functioned correctly and device turned on. The probable cause was a defective power supply pwa due to fluid ingress.